Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The control unit, motor housing, drive shaft, working length, and tip housing/tip were microscopically examined. There was blood on the outside of the device and the device was received with the blue detachment mechanism detached and the drive shaft detached. The drive shaft was broken and kinked. The damage to the drive shaft is consistent to the damage that is caused by the detachment mechanism being turned to detach the drive shaft. The coil on the tip shaft was damaged and there was fm (foreign material) on the end of the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the truepath was unable to advance. The target lesion was located in the left anterior tibial artery. A truepath was selected for use. During procedure, it was noted that the truepath would only advance a quarter inch or so outside of the non-bsc glide catheter. The device was used off and on for about 1 hour and were switching in and out with the device and a wire. However, after several catheters probably like 8-10 catheters in and out of the non-bsc glide catheter, it was acting like it was sticking inside the glide catheter. Then, they exchanged out the glide catheter for a new one and the device continued to stick like it would come out at the end but then it would not advance and kept getting stuck. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine. However, device analysis revealed that a foreign material was noted on the end of the tip.